Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital emergency department. Upon interrogation, the patient experienced inappropriate shock due to atrial fibrillation with rapid ventricular rate. The device delivered the shock since all discriminators were met. The patient was conscious and at home through the event. Programming change was made. The patient was stable.